Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) /2025. On (B)(6) 2025, it was reported that the patient developed redness, inflammation, pimples, yellow watery discharge, and an infection at the needle puncture site. The patient had a burning sensation in the area. The patient-maintained cleanliness and dryness in the area. On (B)(6) 2025, tech support contacted the patient to verify his condition and to obtain further details. On (B)(6) 2025, the patient consulted a physician who prescribed an oral antibiotic, cephalexin (keflex) 500 mg, to be taken four times daily for a duration of 10 days. No diagnotic testing was provided. At the time of the follow up report, the patient mentioned he was still taking the medication, that the acute phase of the infection had subsided, and he was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).